Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.

Event description:
The customer reported the system did not power on. The cases were completed in a separate room. No pts injuries were reported.